Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited variability in amplitude of p-wave measurements leading to intermittent atrial undersensing. The device was programmed to aai mode, resolving the issue. The patient's condition was good and would continue to be monitored.